Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause traced due to damage on charge coupler device unit, the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned colonovideoscope to the service center for a separate issue. During the device analysis, the service center identified that the device due to damage on charge coupler device unit, the image is not displayed. There was no patient involvement.